Event description:
During a remote follow up, the battery life of the device was incorrectly measured. The device was monitored and the battery longevity measurement returned to normal. No intervention has been performed. The patient was stable.